Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not duplicated during the device evaluation. However, foreign material was found on the forceps channel at the distal end and the material was assigned the likely cause of the reported event. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device elevator would not allow the needle to pass through the scope for a fine needle aspiration. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional device evaluation results. Updates to section. The evaluation of the returned device found that a gap was present on the distal end due to peeling or a crack in the adhesive, attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and a definitive root cause cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated. Multiple attempts to reach out to the user facility / reporting person has been made to obtain additional information regarding confirmation of their title. No response has been received. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of the legal manufacturer's investigation, as to the endotherapy accessory, according to the evaluation information, there is a perforation in the instrument channel. It is possible that this phenomenon occurred because a needle was stuck when endotherapy accessory was inserted/detached. Additionally, it is confirmed that adhesive was adhered to the inside of the channel. It is, therefore, possible that it could not be inserted/detached because it was caught due to the adhesive. Regarding the peeled adhesive, it is likely this phenomenon occurred because external force was applied to the distal end or it was worn out and deteriorated due to long-term usage. A review of the instruction manual identifies the following verbiage related to the distal end, which may have prevented the phenomenon: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.